Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired if their bladder implantable neurostimulator (ins) could be used to treat their back. Additional information reported that the patient also inquired if they could have magnetic resonance imaging (MRI). The patient reported that they already had an MRI when they went to the emergency room and was never notified of this. The patient had lost weight and their ins was moving around. It would cause them pain and was constantly sore at the implant site. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.